Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that while attempting to position for stent deployment inadvertent mishandling resulted in the reported break. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat the left superficial femoral artery with 80% stenosis and moderate tortuosity. The 135 cm 8x40 mm absolute pro self expanding stent system (sess) was advanced over an unspecified 0.035 guide wire. While attempting to position for stent deployment, the interchange between the catheter and deployment handle broke outside the anatomy and the device was simply withdrawn. Another absolute sess was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.